Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "nurse tried to remove foley catheter via using a syringe to deflate the balloon, but he was not able to do it. Then, he tried by cutting the lumen use to fill the balloon to deflate it. He was not able to remove the solution from the balloon either. Doctor was called. He used a wire and a urology kit. After procedure, patient was found in good health condition. Patient released from the hospital." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos for evaluation. The manufacturing site reports "there was no sample provided, only photo was available. Photo shows complaint sample deflated when inflation valve was cut. In conclusion, non-deflation could be occurred due to various reasons. However, in the absence of returned sample on this complaint, further investigation could not be conducted and therefore complaint is not confirmed."

Event description:
It was reported that the "nurse tried to remove foley catheter via using a syringe to deflate the balloon, but he was not able to do it. Then, he tried by cutting the lumen use to fill the balloon to deflate it. He was not able to remove the solution from the balloon either. Doctor was called. He used a wire and a urology kit. After procedure, patient was found in good health condition. Patient released from the hospital." No patient harm or injury. The patient status is reported as "fine".